Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, fluoroscopy revealed that the right ventricular lead insulation appeared to be damaged due to clavicular crush. The lead was capped and replaced. No patient symptoms were reported.